Event description:
During a laparoscopic roux-en-y gastric bypass, a 21 ethicon circular stapler with circular buttress was used during the creation of a circular anastomosis at the g-j junction. Gastrojejunal anastomosis creation was performed per the surgeon's routine technique. Removal of the circular stapler after creation of the anastomosis was difficult resulting in the need to separate the stapler components and remove them individually. The jejunum was everted to gain access to the anvil stem for removal through the buttressed anastomosis. An intro-operative methylene blue leak test was performed demonstrating a gastrojejunal anastomotic leak that was surgically repaired with sutures and fibrin glue. The remainder of the procedure was performed per the surgeon's typical technique. Patient has been discharged and is doing fine.